Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited low pacing impedance measurements and loss of capture at high outputs. A chest x-ray was performed which revealed the lead dislodged and was in the atrium. An invasive procedure was performed and this lead was successfully explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the conductor coils were deformed 525 millimeters (mm) from the terminal pin. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations.